Event description:
A male pt who had underwent bilateral imputation below the knee, underwent aaa repair in 2009. The procedure was an elective evar and the case was sized and planned using tera-recon. Pt additionally had a right common iliac aneurysm, and it was pre-planned to land a zenith iliac leg graft 3 cm into the right external iliac artery (note right internal iliac artery was completely occluded, and did not require embolization). Deployment of the main body, contralateral and ipsilateral leg were uneventful. Contralateral side had a minimum 1 stent overlap and ipsilateral side had a 2 stent overlap with the main body. Balloon molding of both iliac grafts in the distal seal zone as well as the overlaps with the main body were accomplished with 12 x 4 balloons. The status of the pt is currently unk. On the final angiogram, which was initiated to confirm seal, a leak was noted in the right common iliac artery approximately 2 stents above the distal end of the ipsilateral graft and went to approximately the distal end of the ipsilateral side of the main body. Seal was confirmed in the neck and contralateral side. With sufficient overlap confirmed via fluoroscopy, the physician suspected a type iii endoleak to have occurred possibly from a hole/tear in the fabric of the ipsilateral leg graft. To rule out other types of endoleaks, the physician placed a 12 x 4 balloon in the distal stent of the ipsilateral leg graft, inflated it and performed angiography from up and over, inserting from the contralateral side and pointing distally toward the inflated balloon in the ipsilateral leg. Contrast immediately was seen leaking into the left common iliac. Physician then inflated a 12 x 4 balloon in the 22mm long stent next to the flow divider on the right/ipsilateral side of the main body and shot another angio retrograde from the right proximal external iliac with the tip of the catheter inside the distal stent of the ipsilateral leg. Again, contrast was immediately seen leaking into the right common iliac. To resolve the leak, the physician placed another iliac leg graft to re-line the ipsilateral leg graft. The additional leg was placed inside the ipsilateral leg with a half stent overlapping above the proximal stent of the ipsilateral leg graft (which already had a 2 stent overlap on the ipsilateral (right) side of the main body) and the graft was also overlapping the distal stent of the ipsilateral leg by a half stent more distal into the right external iliac. Balloon molding was accomplished with a 12 x 4 balloon. The final angiogram confirmed a good seal, and no contrast was seen leaking into a right common iliac.

Manufacturer narrative:
Still under investigation at this time.